Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had a non-recoverable fault, 40241. The customer restarted but the issue was not resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) and the remote arm controller (rac) to resolve the reported issue. The system was tested and verified as ready for use. Isi receive a da vinci products involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was reproduced during power up. During evaluation, errors 23 and 30 were observed during power up. The complaint was confirmed based on the failure analysis. The cfg-rac was also returned and analyzed but the reported failure could not be reproduced.